Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer remained connected to the pump but did not consume food or drinks for a long period of time due to experiencing gastro-paresis. Due to the reported event, blood glucose (bg) level decreased to 42 mg/dl. The customer changed the supplies to treat bg level. Recommendation was made to consult with health care provider regarding diabetes management.